Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope. During the follow-up visit in the hospital, the device exhibited a high out-of-range impedance measurement with exit block. It was noted that there was a gradual rise in impedance since implant. An x-ray was obtained, which did not identify any lead or pacemaker anomolies. During the revision procedure, lead tesing noted normal pacing, sensing, and impedance measurements. However, when the leads were connected to the device, the proximal setscrew became stuck and could not be tightened or loosened. A second bi-directional torque wrench was used, yielding similar results. The decision was made to remove and replace the device with a competitive model. The leads remain implanted.